Manufacturer narrative:
Upon receipt of additional information, it has been determined that no zimmer biomet devices were fractured, therefore this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that no zimmer biomet devices were fractured, therefore this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: item#: 120010, cocr cable/sleeve set 2.0mm; lot#: 460750. Item#: 120010, cocr cable/sleeve set 2.0mm; lot#: 871180. Item#: 120010, cocr cable/sleeve set 2.0mm; lot#: 255210. Item#: 120010, cocr cable/sleeve set 2.0mm; lot#: 699100. Item#: 120010, cocr cable/sleeve set 2.0mm; lot#: 068530. Item#: 00885201036, elevated rim liner 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; lot#: 63778247. Item#: 800-4000, cerament bone void filler 5cc; lot#: mlot0471. Item#: 11-300918, arcos 18x190mm spl tpr dist; lot#: 214300. Item#: 11-301304, arcos con sz d std 60mm; lot#: 191010. Item#: 650-1057, cer bioloxd option hd 36mm; lot#: 2940396. Item#: 650-1064, cer option type 1 tpr sleve -6; lot#: 2946650. Item#: 11-302102, arcos troch claw small 100mm; lot#: 151680. Item#: 11-302130, arcos lateral troch bolt 30mm, lot#: 532230. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial right total hip arthroplasty approximately 6 years and 2 months ago and was revised approximately 2 years 5 months ago due to periprosthetic fracture. Subsequently patient approximately 2 years ago felt snap getting into bed. A second revision was performed 6 days later, approximately 2 years ago, to remove implanted devices due to plate fracture. It was reported that the physician noted that the stem was well fixed with no signs of failure or fixation.